Event description:
Boston scientific crm received information that this device was part of a newly-implanted system associated with a patient infection and device pocket erosion. A boston scientific field representative reported the device would be moved to the other side of the patient's body due to the infection. There was no report of adverse patient effects.

Manufacturer narrative:
This report will be updated if additional information is received.